Manufacturer narrative:
The device was returned for analysis. A visual and tactile examination identified a kink in the hypotube, located 5.7 cm distal from the strain relief. A visual and tactile examination of the distal extrusion revealed a build-up of solidified media at the site of the guidewire exit port. This media is consistent with a leak having occurred in the shaft. Using a wet wipe, the media was removed from the shaft. A visual examination of the balloon showed that it had not been subjected to any positive pressures. The balloon was tightly folded with the stent fully crimped on the balloon. A microscopic examination of the distal extrusion revealed no tears along the extrusion. However, after an inflation attempt, a pinhole leak was observed 1.6 cm distal from the guidewire exit port, leaking through the outer extrusion. The shaft was dissected approximately 1.5 cm on either side of the pinhole using a blade. The inner/wire lumen was removed from the outer and inspected for potential pinholes around the same location as the pinhole in the outer. No pinholes or damage were observed along the inner/wire lumen. Further microscopic examination of the outer lumen revealed scratch marks on the surface at the site of the pinhole leak. A microscopic examination of the crimped stent showed no damage. The stent was securely positioned between the proximal and distal marker bands and did not appear to have been partially deployed. A microscopic examination of the balloon material revealed no damage. The balloon was tightly folded and did not appear to have been subjected to any positive pressures. A microscopic examination of the tip showed no damage. The device was attached to a pretested encore inflation unit (tested using the druck gauge). During an attempt to inflate the balloon with liquid and deploy the stent, a pinhole leak was observed in the outer lumen, 1.6 cm distal from the guidewire exit port. This leak prevented any liquid from reaching the balloon.

Event description:
It was reported that a balloon issue occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. Following lesion preparation with a 2.50 x 15 scoring balloon and several other non-boston scientific balloons, a 3.00 x 32 mm synergy xd stent was maneuvered through the calcium to treat the target lesion. However, the balloon did not inflate and was noted to be torn. The stent was not deployed, and the device was removed intact. The procedure completed successfully with no patient complications.

Event description:
It was reported that a balloon issue occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. Following lesion preparation with a 2.50 x 15 scoring balloon and several other non-boston scientific balloons, a 3.00 x 32 mm synergy xd stent was maneuvered through the calcium to treat the target lesion. However, the balloon did not inflate and was noted to be torn. The stent was not deployed and the device was removed intact. The procedure completed successfully with no patient complications.